Event description:
The customer reported that the waveform disappeared and measurement stopped.no consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  The sensor was determined to be functioning as designed., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 2438588.

Manufacturer narrative:
Additional manufacturing narrative: other, the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted., other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the waveform disappeared and measurement stopped.no consequences or impact to patient were reported.